Manufacturer narrative:
Previous code a0908 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient interface cannot connect with nim vital. Showing notification: patient interface fault detected. The issue was not resolved by troubleshooting and event occurred prior to use. There was no patient impact in this event.

Manufacturer narrative:
Product analysis: customer's reason for return hasn't been confirmed. Problem with the patient interface and not the console. The device has been received in good conditions. No anomalies have been found. The software present is 1.5.4. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4) customer's reason for return has been confirmed. The patient interface while trying to connect with the console via cable or wifi, presents an error. Stim board was defective. The device was received in good condition. The software present is 1.5.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.